Manufacturer narrative:
Event date: 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked. This occurred after filling the bag with an unspecified solution. The reported stated the leak occurred from two holes on the "l" in (B)(6) from two holes on the zip code which were printed on the bag. There was no patient involvement. No additional information is available.